Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. The returned complaint device consisted of a rotablator plus device. The burr catheter was attached to the advancer when receive. The advancer, handshake connection, sheath, coil, burr and annulus were microscopically and visually examined. Visual examination revealed that the sheath is separated in multiple locations. Microscopic examination revealed that the annulus is damaged. Functional testing was performed by rotating the drive shaft and it was unable to rotate. The device was disassembled and the ultem was melted while the turbine is corroded. Inspection of the remainder of the device presented no damage or irregularities.

Event description:
Reportable based on device analysis completed on (B)(6) 2020. It was reported that the device stalled and giving a little noise. Vascular access was obtained via right radial artery. The 70% stenosed, 28mmx 2.75mm, concentric target lesion was located in a severely tortuous and severely calcified right coronary artery. A 1.50mm rotalink plus was selected for use. Upon platforming, the device was giving a little of noise and the console started showing stalling. All connections were removed and was reconnected again but the console started stalling again. Another of the same device was used and completed the procedure. No complications reported and patient was stable post procedure. However, device analysis revealed sheath separation.